Manufacturer narrative:
Manufacturer's investigation conclusion: the report of low flow alarms was confirmed through the onsite evaluation by an abbott representative. According to the account, the cause of the low flow alarms was determined to be malposition of the inflow cannula at the time of surgery. The reported malposition could not be confirmed through this evaluation as no images showing the issue were provided. The patient remains ongoing on heartmate 3 (hm3) left ventricular assist system (lvas) serial number (B)(6), and no further related issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this IFU provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 entitled ¿surgical procedures¿ explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook is currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced frequent chronic low flow alarms. The patient was medically assessed by their physician and was deemed to require low flow software. The low flow software was upgraded. The controller was marked with the software version. The patient and the account were given copies of the low flow alarm guides. The cause of the low flow alarms was determined to be malposition of the inflow cannula at the time of surgery. Most of the low flow alarms resolved after the low flow software upgrade. The device operated as expected. The patient was asymptomatic but complained of frequent alarm sounds.